Event description:
It was reported that at 39,908 joules while using the surgical fiber during a prostate procedure, the aiming beam was lost / no longer visible. Time expended: 11:28 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "fine, no problems". There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2090-409h-(B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the fiber distal end exhibits moderate detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.